Event description:
There was a revision case in which both s1 screws were broken and one l5 screw was broken. The devices had been implanted for 6-7 years. The three broken screws were removed and replaced. During insertion of a replacement screw, the tip of the expedium quick connect polyaxial driver broke off into the shank of that screw and was unable to be removed. The surgeon left the screw in the patient. Additionally, the ratcheting function of a concomitant device ratcheting elliptical handle stopped ratcheting during the procedure. No harm was done to the patient and there was no significant delay. See mfg medwatch report no. 1526439-2014-11262 for the second polyaxial screw that was involved in this event. See mfg medwatch report no. 1526439-2014-11264 for the third polyaxial screw that was involved in this event. See mfg medwatch report no. 1526439-2014-11265 for the expedium quick connect polyaxial driver that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.

Manufacturer narrative:
The polyaxial screw was not returned for evaluation as it was discarded by the customer. Review of the device history record cannot be performed as the lot code is unknown. A twelve month complaint trend analysis was conducted and the device family has been reviewed as a part of post market surveillance activities with no design actions required as a result. Complaint trends will continue to be monitored as part of post market surveillance activities. Without the device, the root cause of the screw breakage cannot be determined. However, post-operative screw breakage is most likely due to an anatomical fatigue loading condition as the screw had been implanted for 6-7 years. No corrective action is required as there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.